Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice cassette leaked from an unspecified location during the drain cycle of peritoneal dialysis therapy. The patient was connected at the time of the event. The patient stated the membrane in the door was wet. The technical service representative advised to the patient to dispose of current supplies attached and continue therapy using manual supplies.